Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels. Customer was treated by drinking a large amount of water while in the hospital. Reportedly, after hospitalization customer's blood glucose level began to elevate again. Customer stated pump settings may be set too low. Troubleshooting was performed and pump appears to be functioning as expected.